Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. The receiver log was reviewed and no errors were observed. The reported event of an error icon displayed was not confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(6).

Event description:
Patient contacted dexcom on (B)(6) 2015 to report that on (B)(6) 2015 the receiver screen displayed five stars and assert then the display turned black. The patient did not report injury or medical intervention. No additional patient or event information is available. The device has been received for evaluation. A follow-up report will be submitted once the evaluation is complete.